Manufacturer narrative:
Event date is approximate date. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced loss of therapy. To address this issue patient underwent surgical intervention where the ipg was replaced. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.